Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to following conclusions: piece of plastic broke off a fenestrated bipolar forceps instrument and fell into patient could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy, the surgical staff noted that piece of plastic broke off a fenestrated bipolar forceps instrument and fell into a patient, but was retrieved. There was no allegation of any harm, injury or adverse outcome to a patient. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
Attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time. Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer reported failure mode. Visual inspection of the fenestrated bipolar forceps instrument showed nothing was missing on the entire instrument. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.